Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to frozen display. Unable to confirm no button response due to frozen display. No unexpected constant tone during testing noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s keypad was unresponsive. Time had not been advancing. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump¿s screen had not been completely blank. The customer reported a compromised force sensor system alarm occurred during the time the buttons stopped responding. They inserted a new battery and the insulin pump alarmed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.